Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant from the affected runs was a use error, which occurred at 20:18 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 11 (xylene) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." On 09 february 2024, information was received from the assigned leica field applications specialist ii- core histology (fas) detailing: "customer stated a reagent replacement mistake occurred while a user was replacing xylene, accidently placing 70% ethanol into the xylene bottle". Consequently, bottle 11 (xylene) containing 70% ethanol was used as the final clearing step in the "1hr xylene - biopsy" protocol comprising 153 cassettes which started in retort b at 22:44 on 12 january 2024, and was subsequently used in the "1hr xylene - biopsy" protocol comprising 129 cassettes which started in retort a at 23:30 on 12 january 2024. As detailed in section 8.1 of the leica peloris/peloris ii user manual, the minimum xylene concentration required for use in the final clearing step of a protocol is 95%. The consequences of using xylene at a concentration less than the minimum required or the incorrect reagent type for the final clearing steps in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available showed that the instrument functioned as designed between 12 and 13 january 2024, during the execution of the two (2) processing runs from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.

Event description:
On 09 february 2024, the assigned leica field applications specialist ii- core histology (fas) visited the complainant's site and documented the following: "communication with customer regarding an incident that occurred on (B)(6) 2024 that resulted in "fried" tissue caused by user error. Customer stated a reagent replacement mistake occurred while a user was replacing xylene, accidently placing 70% ethanol into the xylene bottle. When the affected tissue samples were discovered, the customer stated that the blocks had been melted down and ran through a clean cycled, aborting the clean cycle right before the drying step. The affected samples were then reprocessed using their 1hr xylene biopsy protocol step started in xylene. Customer replaced reagents in station bottles 5-14. Customer reported 96 patient cases, 304 cassettes affected...discussed potential carry-over of water that can cause paraffin contamination and residual contamination to remain even after replacing the paraffin stations. Decontamination procedure recommended. Recommendations include to ensure bottle pulls and station properties are being reset appropriately and to ensure appropriate reagents are always used in the corresponding station bottles." The fas documented that the affected patient tissue samples were derived from two (2) "1hr xylene - biopsy" protocols comprising 304 cassettes, which started in both retort a and b with a start/end time & date of "protocol run started at (B)(6) 2024 23:30:35 / protocol run completed at (B)(6) 2024 01:22:55" and "protocol run started at (B)(6) 2024 22:44:22 / protocol run completed at (B)(6) 2024 00:36:47", respectively. Details of the affected tissue type(s) and size(s) were not provided to the manufacturer. The tissue artefact was described as "fried" and the affected tissue samples were re-processed using a "clean cycle and then reporcessed [sic] using their 1hr xylene - biopsy protocol step started in xylene." The fas documented: "customer did not report incident immedietly [sic] after occurance [sic]. Over processed tissue samples." The fas further documented: "hydrometer readings of ethanols could not be completed because customer changed out bottle stations 5-14 after incident was discovered". The fas "recommended to ensure bottle pulls and station properties are being reset appropriately and to ensure appropriate reagents are always used in the corresponding station bottles." On 12 february 2024, the fas informed leica biosystems melbourne of the incident and documented the following details: "processing issue event occurred on (B)(6) 2024, reported to leica february 8 2024. All patient cases diagnosed." On 13 february 2024, the local senior applications specialist - pathology confirmed that all patient cases were diagnosable. Re-biopsy of a patient(s) had not been either recommended or performed. No adverse consequence(s) to a patient(s) has been reported to the manufacturer.